Manufacturer narrative:
Analysis was performed by onsite service personnel which included functional testing with a simulator. The results of the analysis indicate that the device was functioning as designed. Based on the results of the analysis, the product malfunction was unable to be confirmed. As for precautionary measures, nibp calibration was performed. The product is back in service. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue mmx indicating that the non-invasive blood pressure (nibp) was incorrect and calibration was necessary. The device was in use on a patient at time of event, there was no adverse event reported.